Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for a generator change out. Noise was note on the rv lead. The noise was reproducible by tapping on the can. No other anomalies were observed. The physician elected to keep the lead implanted and explant the device. No further information is available.